Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 42224. There was no reported patient involvement.

Event description:
There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Corrected: a1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a2 - dob, a4 - weight, a5 - ethnicity. B5 - describe event or problem, b6 - relevant test/laboratory data, b7 - other relevant history, and health effect - impact code. H3: one device was received for evaluation. Service history reviews no previous reported issues. Visual and functional checks were performed. The reported issue could not be confirmed. There was no fault related to the complaint was found. The device passed all tests within specifications.